Event description:
Paramedics responded to a person described as in cardiac arrest. According to the reporter, when the discharge buttons were pressed the device did not deliver energy to the pt. This opinion was based on the lack of expected pt muscular reaction to the defibrillator discharge. A subsequent countershock was successfully delivered the pt's rhytm was not converted and the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.